Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the customer was performing a priming of the product, leakage of medical fluid from the connection part was observed. There was no patient injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-12551. The report was submitted in error., corrected data: corrected information provided in h10.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage. There was no evidence of the reported problem recorded in the event history log. The customer reported problem was not verified; functional testing confirmed that the sample had no leak. Per the investigation, the root cause was due to incorrect bonding in the union between tube and female luer not completely inserted. Thus, this was due to a manufacturing defect. For corrective action, method used for the production personnel to perform bonding between tube to female luer was reviewed to assure operation was performed following the pm-1008 rev 115 cassette bonding; and production personnel that perform the tube to female luer operation was reviewed to assure production personnel have the training to execute the steps in pm-1008 rev 115 cassette bonding. Summary of device history record review: the lot 4248398 was manufactured with (B)(4) units, lot met the requirements to release the lot with no deviations identified during their manufactured.